Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with twelve remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional e valuation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when doing ligation of cystic duct during a laparoscopic cholecystectomy, the clip came out malformed (y shape) after the first firing. At the second firing, the clip closed by encompassing a part of the previous clip. The cystic duct was damaged and extra dissection was needed in order to put more clips. The patient has recovered as reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first triggering of the device, the clip came open and on the second triggering the clip closed by encompassing a part of the open clip. There was no reported patient involvement or outcome.